Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a 36mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the deployment suture was knotted and the stent was unable to deploy. The ultraflex tracheobronchial stent was partially covered by the deployment suture when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated with additional information received on april 12, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection found the shaft bent in two different sections. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was received fully deployed and expanded. The reported event of stent deployment suture knotted could also be not confirmed as the deployment suture was not returned. It is most likely that the handling of the device or the technique used by the physician contributed to the observed event of shaft bent. There is no indication of what the customer reported because the stent was returned completely deployed and had no visible problems. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on february 20, 2023 that an ultraflex tracheobronchial covered distal stent was used to treat a 36mm malignant main airway stenosis during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the deployment suture was knotted and the stent was unable to deploy. The ultraflex tracheobronchial stent was partially covered by the deployment suture when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.